Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034530) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one has migrated way up") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine headaches"), rash ("topical rashes"), pruritus ("itching") and depression ("depression"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash, pruritus and depression outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: patient underwent a partial hysterectomy; bilateral salpingectomy and oophorectomy, during which her uterus, one ovary, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2014: one has migrated way up. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal document received. Reporter details, essure indication, dates updated and events pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash, pruritus and depression added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 17-mar-2014. The most recent information was received on 09-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one has migrated way up"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patinet did not had essure confirmation test". The patient's past medical history included parity in 2010, tobacco user (cigarette smoking), alcoholic (drinks alcohol on a social basis only), ankle reconstruction, abnormal weight gain, allergic rhinitis, blood pressure increased (blood pressure reading elevated without diagnosis of hypertension), cellulitis, periorbital disorder, chest pain, conjunctivitis, cough, tooth disorder, eczema, fatigue, knee injury, obesity, pain eye, shortness of breath, sinusitis, neoplasm skin, neoplasm of uncertain behavior, site unspecified, upper respiratory infection, weight gain and unspecified anomaly of eye, congenital. Concurrent conditions included menses irregular and overweight. Family history included hypertension (father) and diabetes (grandpa). Concomitant products included medroxyprogesterone acetate (depo-provera) from 14-jul-2010 to 14-oct-2010 for contraception as well as anaesthetics (anesthesia), celecoxib since (B)(6) 2015, fexofenadine (allegra) since (B)(6) 2012, hydrochlorothiazide from 1-jan-2013 to 12-nov-2014, ibuprofen (motrin) from 1-jan-2015 to 1-aug-2015, lidocaine, lidocaine (lidoderm) since(B)(6) 2014 and sodium chloride (saline). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss specify which one : fluctuation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses, abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), rash pruritic ("topical rashes, rashes or skin conditions type: rashes or itching") and abdominal pain ("left side of abdomen pain"). On(B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and depression ("depression"). The patient was treated with progesterone, cyanocobalamin-tannin complex (b12), ibuprofen and surgery (total hysterectomy (uterus, cervix removed), unilateral oopherectomy, unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash pruritic, depression, headache, weight fluctuation and abdominal pain outcome was unknown and the vaginal haemorrhage, uterine haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure device placed in the usual fashion 5 coils visualized trailing bilaterally. Patient underwent a partial hysterectomy; bilateral salpingectomy and oophorectomy, during which her uterus, one ovary, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. It was reported as it appears that some injuries and symptoms, especially bleeding have gotten better generally but have not gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. X-ray - in (B)(6) 2014: one has migrated way up. On (B)(6) 2015 : us pelvic ( nonobstetric) : findings: the uterus appears ant everted and measures 8.8 x 3.1 x 4.4 cm. Endometrial thickness appears normal measuring 9.0 mm. Echogenic essure devices are noted in the proximal fallopian tubes bilaterally. The ovaries appear normal bilaterally with normal ovarian vascularity measuring 2.9 x 1.7 x 2.3 ern on the left and 2.6 x 1.4 x 1.4 cm on the right. No free fluid is identified. Impression: normal appearance of the uterus with echogenic essure devices identified in the proximal fallopian tubes bilaterally. Endometrial thickness is normal measuring 9.0 mm. Normal appearance of the ovaries bilaterally. Current weight as of (B)(6) 2018: 165 lbs. Approximate weight at time of essure placement: 180 lbs. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records :uterine haemorrhage(confirming the event vaginal haemorrhage). Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure start date updated from (B)(6) 2010. Outcome of events vaginal haemorrhage, uterine haemorrhage, menorrhagia updated to resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one has migrated way up"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patinet did not had essure confirmation test". The patient's past medical history included parity in 2010, tobacco user (cigarette smoking), alcoholic (drinks alcohol on a social basis only), ankle reconstruction, abnormal weight gain, allergic rhinitis, blood pressure increased (blood pressure reading elevated without diagnosis of hypertension), cellulitis, periorbital disorder, chest pain, conjunctivitis, cough, tooth disorder, eczema, fatigue, knee injury, obesity, pain eye, shortness of breath, sinusitis, neoplasm skin, neoplasm of uncertain behavior, site unspecified, upper respiratory infection, weight gain and unspecified anomaly of eye, congenital. Concurrent conditions included menses irregular and overweight. Family history included hypertension (father) and diabetes (grandpa). Concomitant products included medroxyprogesterone acetate (depo-provera) from 14-jul-2010 to 14-oct-2010 for contraception as well as anaesthetics (anesthesia), celecoxib since (B)(6) 2015, fexofenadine (allegra) since (B)(6) 2012, hydrochlorothiazide from 1-jan-2013 to 12-nov-2014, ibuprofen (motrin) from 1-jan-2015 to 1-aug-2015, lidocaine, lidocaine (lidoderm) since 4-feb-2014 and sodium chloride (saline). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss specify which one : fluctuation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses, abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), rash pruritic ("topical rashes, rashes or skin conditions type: rashes or itching") and abdominal pain ("left side of abdomen pain"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and depression ("depression"). The patient was treated with progesterone, cyanocobalamin-tannin complex (b12), ibuprofen and surgery (total hysterectomy (uterus, cervix removed), unilateral oopherectomy, unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash pruritic, depression, headache, weight fluctuation and abdominal pain outcome was unknown and the vaginal haemorrhage, uterine haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure device placed in the usual fashion 5 coils visualized trailing bilaterally. Patient underwent a partial hysterectomy; bilateral salpingectomy and oophorectomy, during which her uterus, one ovary, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. It was reported as it appears that some injuries and symptoms, especially bleeding have gotten better generally but have not gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. X-ray - in february 2014: one has migrated way up. On 03-feb-2015 : us pelvic ( nonobstetric) : findings: the uterus appears ant everted and measures 8.8 x 3.1 x 4.4 cm. Endometrial thickness appears normal measuring 9.0 mm. Echogenic essure devices are noted in the proximal fallopian tubes bilaterally. The ovaries appear normal bilaterally with normal ovarian vascularity measuring 2.9 x 1.7 x 2.3 ern on the left and 2.6 x 1.4 x 1.4 cm on the right. No free fluid is identified. Impression: normal appearance of the uterus with echogenic essure devices identified in the proximal fallopian tubes bilaterally. Endometrial thickness is normal measuring 9.0 mm. Normal appearance of the ovaries bilaterally. Current weight as of 09-jul-2018: 165 lbs. Approximate weight at time of essure placement: 180 lbs. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records :uterine haemorrhage(confirming the event vaginal haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034530) on 17-mar-2014. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one has migrated way up'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and uterine haemorrhage ('abnormal uterine bleeding') in a 38-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not had essure confirmation test". The patient's medical history included parity in 2010, tobacco user (cigarette smoking), alcoholic (drinks alcohol on a social basis only), ankle reconstruction, abnormal weight gain, allergic rhinitis, blood pressure increased (blood pressure reading elevated without diagnosis of hypertension), cellulitis, periorbital disorder, chest pain, conjunctivitis, cough, tooth disorder, eczema, fatigue, knee injury, obesity, pain eye, shortness of breath, sinusitis, neoplasm skin, neoplasm of uncertain behavior, site unspecified, upper respiratory infection, weight gain and unspecified anomaly of eye, congenital. Concurrent conditions included menses irregular and overweight. Family history included hypertension (father) and diabetes (grandpa). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as from (B)(6) 2015 to (B)(6) 2015, anesthetics, celecoxib since (B)(6) 2015, fexofenadine hydrochloride (allegra) since (B)(6) 2012, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2014, lidocaine, lidocaine (lidoderm) since (B)(6) 2014 and sodium chloride. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss specify which one : fluctuation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses, abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), rash pruritic ("topical rashes, rashes or skin conditions type: rashes or itching") and abdominal pain ("left side of abdomen pain"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depression ("depression") and diverticulitis ("diverticulitis") and underwent colectomy ("colon removed"). The patient was treated with ibuprofen, progesterone, and surgery (total hysterectomy (uterus, cervix removed), unilateral oophorectomy, unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash pruritic, depression, headache, weight fluctuation, abdominal pain, diverticulitis and colectomy outcome was unknown and the vaginal haemorrhage, uterine haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, colectomy, depression, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure device placed in the usual fashion 5 coils visualized trailing bilaterally. Patient underwent a partial hysterectomy; bilateral salpingectomy and oophorectomy, during which her uterus, one ovary, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. It was reported as it appears that some injuries and symptoms, especially bleeding have gotten better generally but have not gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pregnancy test urine - on (B)(6) 2015: results: negative. X-ray - in february 2014: results: one has migrated way up.. On (B)(6) 2015 : us pelvic ( nonobstetric) : findings: the uterus appears ant everted and measures 8.8 x 3.1 x 4.4 cm. Endometrial thickness appears normal measuring 9.0 mm. Echogenic essure devices are noted in the proximal fallopian tubes bilaterally. The ovaries appear normal bilaterally with normal ovarian vascularity measuring 2.9 x 1.7 x 2.3 ern on the left and 2.6 x 1.4 x 1.4 cm on the right. No free fluid is identified. Impression: normal appearance of the uterus with echogenic essure devices identified in the proximal fallopian tubes bilaterally. Endometrial thickness is normal measuring 9.0 mm. Normal appearance of the ovaries bilaterally. Current weight as of (B)(6) 2018: 165 lbs. Approximate weight at time of essure placement: 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter , event diverticulitis, colon removed added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034530) on 17-mar-2014. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one has migrated way up"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not had essure confirmation test". The patient's past medical history included parity in 2010, tobacco user (cigarette smoking), alcoholic (drinks alcohol on a social basis only), ankle reconstruction, abnormal weight gain, allergic rhinitis, blood pressure increased (blood pressure reading elevated without diagnosis of hypertension), cellulitis, periorbital disorder, chest pain, conjunctivitis, cough, tooth disorder, eczema, fatigue, knee injury, obesity, pain eye, shortness of breath, sinusitis, ear neoplasm, neoplasm of uncertain behavior, site unspecified, upper respiratory infection, weight gain and eye disorder nos. Concurrent conditions included menses irregular. Family history included hypertension (father) and diabetes (grandpa). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception as well as anaesthetics (anesthesia), celecoxib since (B)(6) 2015, fexofenadine (allegra) since (B)(6) 2012, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2014, ibuprofen (motrin) from (B)(6) 2015 to (B)(6) 2015, lidocaine, lidocaine (lidoderm) since (B)(6) 2014 and sodium chloride (saline). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss specify which one : fluctuation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses, abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("severe pain during menstruation, dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), rash ("topical rashes, rashes or skin conditions type: rashes or itching") and abdominal pain ("left side of abdomen pain"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), pruritus ("itching, rashes or skin conditions type: rashes or itching") and depression ("depression"). The patient was treated with progesterone, cyanocobalamin-tannin complex (b12), ibuprofen and surgery (total hysterectomy (uterus and cervix removed), unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain lower, alopecia, fatigue, migraine, rash, pruritus, depression, headache, weight fluctuation and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure device placed in the usual fashion 5 coils visualized trailing bilaterally. Patient underwent a partial hysterectomy; bilateral salpingectomy and oophorectomy, during which her uterus, one ovary, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. It was reported as it appears that some injuries and symptoms have gotten better generally but have not gone away. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2015: negative. X-ray in (B)(6) 2014: one has migrated way up. On (B)(6) 2015 : us pelvic ( nonobstetric) : findings: the uterus appears ant everted and measures 8.8 x 3.1 x 4.4 cm. Endometrial thickness appears normal measuring 9.0 mm. Echogenic essure devices are noted in the proximal fallopian tubes bilaterally. The ovaries appear normal bilaterally with normal ovarian vascularity measuring 2.9 x 1.7 x 2.3 ern on the left and 2.6 x 1.4 x 1.4 cm on the right. No free fluid is identified. Impression: normal appearance of the uterus with echogenic essure devices identified in the proximal fallopian tubes bilaterally. Endometrial thickness is normal measuring 9.0 mm. Normal appearance of the ovaries bilaterally concerning the injuries reported in this case, the following one were described in patient¿s medical records :uterine haemorrhage(confirming the event vaginal haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records : abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes or itching, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, fatigue, weight gain / loss specify which one:, hair loss and the patient did not had essure confirmation test added as events. Patient details, reporter information, concomitant and historical, family, drug information and condition added . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.